Event description:
It was reported that post implant, the pulse generator exhibited loss of ventricular output on several occasions and device reprogramming was performed numerous times. In (B)(6) 2015 loss of output was observed again. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).